Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked blood on 10 occasions. The following information was provided by the initial reporter: peripheral venous catheter entrance on the top does not hold tightly. The rubber membrane is broken so that blood is forced through and stands lika a fountain. The cylinder in the catheter is pressed against the infusion of the pressure from the blood.

Manufacturer narrative:
H6: investigation summary: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve had moved. No abnormalities were observed on the catheter tip. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked blood on 10 occasions. The following information was provided by the initial reporter: peripheral venous catheter entrance on the top does not hold tightly. The rubber membrane is broken so that blood is forced through and stands lika a fountain. The cylinder in the catheter is pressed against the infusion of the pressure from the blood.